Event description:
During an inservice training by a zoll sales representative, the device powered on without display. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.